Event description:
A report was received that the patient had a blood clot. The physician does not believe the blood clot was device related and unknown if it was procedure related. The physician also did not know what specific medical treatment was provided.

Event description:
A report was received that the patient had a blood clot. The physician does not believe the blood clot was device related and unknown if it was procedure related. The physician also did not know what specific medical treatment was provided.

Manufacturer narrative:
Additional information was received that, that blood clot was not procedure related.

Manufacturer narrative:
Event date: 2012. Additional suspect medical device components involved in the event: model#: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm.